Event description:
The customer reported that the system continues to alarm. No patient injury was reported.

Manufacturer narrative:
The ge service rep replaced the power cord, elect box, and power supply. The system operates as intended.